Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was when the pt first had their ins it seemed to last longer than 3 days. Now the pt could not go more than 2 days having it on 24 hours each day, so the pt turns the stimulation off at night for 8 to 10 hours, at night pt will be on their back and not need the ins. Pt will get 2 nights like that and the ins battery would deplete to 30% or 40%. Pt had been shutting it down at night like this for a couple years. Pt noted they seemed to be losing the ability to charge very long and when asked to clarify pt said the controller charged the ins and they turn the stim off at night because most of their problems is in their upper back area and when sleeping there was no pressure. Now the ins battery lasted 2.5 to 3 days draining the battery to 30% or 40% battery: pt noted it would only take an hour to charge it back up. Pt noted that if they were to let the ins battery go all the way down then it could take 2 or 3 hours to charge the ins. No symptoms were reported.